Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of system revision due to bacteremia. No additional adverse patient effects were reported. The pacemaker was explanted.